Event description:
During a l4-s1 revision, the back of the pacifica implant cage came loose in the disc space during impaction. The device was removed and a new implant was inserted. There was no patient injury.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The investigation confirmed the reported incident. The root cause of the damaged implant threads was most likely due to excessive impaction with the inserter. The pacifica implant (peek) is soft in nature and when stressed with a steel instrument, damage can occur to the threads if care is not taken during impaction/insertion. Due to the material composition of the implant and instruments used, damage to the implants such as this may occur during the procedure. No additional action is required. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.